Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history review showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to and after the surgery date. Most recent technical site visit confirmed device met specifications as per service and installation record. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The logfile shows nine successfully performed treatments. The logfile shows that the reported treatment of right eye was performed successfully without interruptions. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. No product or component is expected to return for investigation the events recorded for this complaint are unrelated to the performed surgery as they were reported prior to its execution. It is therefore unclear, what specific issue was alleged. However, no technical issue could be identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the patient visual acuity was stable and clear but the patient has experienced longstanding floaters and flashes in periphery in the right eye after refractive surgery along with application of medication. Patient reports has not been using lid scrubs. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.